Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valve and deposits in the delivery liquid were observed through the visual inspection. No significant deformations or damage were detected. The prosa valve housing was subsequently measured showed that there is not a deformation. The housing measured at -0.0145 mm, inside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the prosa valve was tested and is not adjustable throughout the normal range. It is adjustable through 16 amd 40 cmh2o. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the difficulties of adjustment of the valve. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in the vertical position. The measurement shows an accelerated outflow. Results: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Visible particles in the delivery liquid and scratches on the outer housing were detected. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve was permeable but could not be adjusted to all settings. The measured opening pressure was not within the accepted tolerance range for vertical position. An accelerated outflow was observed. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we detected that the valve shows an accelerated flow of liquid and is not adjustable to all pressure settings. This is likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa valve (part # fv701t) was implanted during a procedure performed on (B)(6) 2014. According to the complainant, the shunt system was believed to be operating in underdrainage and had a problem with adjustability. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 118 centimeters (cm), weight: (B)(6), gender: female. Reference associated MDR ID 3004721439-2021-00202.